Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery alarm test was performed due to motor error alarm. The insulin pump was received with cracked display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, motor position encoder error alarm and high blood glucose levels. Customer's blood glucose level was 596 mg/dl. Customer experienced excessive thirst and treated their high blood glucose levels with manual injection. Troubleshooting for motor error alarm was performed. Customer received a motor error alarm during the rewind process. Customer received multiple motor error alarms and a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.